Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information provided and from the updated investigation. The following sections of this report have been corrected/updated: h6 (investigation findings, investigation conclusions) and h11 (additional narrative/data). Additional information was received indicating that it was believed the perforation was caused by the safari wire (non-edwards device). Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated with the overall transcatheter valve replacement (tvr) procedure and may require intervention. There are several potential etiologies for ventricular perforation during a tvr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (perforation by the guidewire) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated with the overall transcatheter valve replacement (tvr) procedure and may require intervention. There are several potential etiologies for ventricular perforation during a tvr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although a definitive root cause was unable to be determined at this time, the event may be due to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences affiliate in canada; post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve, a left ventricle perforation occurred which required a cardiac surgery to treat. The patient was stable post procedure.